Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the access 2 immunoassay system. Customer tested a patient sample for accutni and obtained a result of 0.51ng/ml and upon repeat a result of 0.05ng/ml was obtained. The erroneous result was not reported outside of the laboratory. It is unknown if there was an effect to patient or user with regard to this event.

Manufacturer narrative:
Sample was collected into a lithium heparin tube and sampled from an insert cup placed in the primary tube. Qc resulted within range and system check is run weekly. A field service engineer (fse) went on-site in 2009: (a) fse replaced aspirate probes and the peri-tubing. (B) fse verified repair per established procedures and results met published performance specifications. (C) fse followed up with the customer and the customer reported accutni testing was running well. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.